Event description:
It was reported "the guidewire did not deploy correctly and the needle would not safety. The wire curled up. The clinician had access, but being that the device didn't work properly, they had to restick the patient."

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reft2530 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of safety mechanism failure was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs which depicted a 20ga x 2.25¿ accucath ace peripheral IV catheter assembly. Usage residues were visible on the catheter and needle. The catheter was advanced. The safety was activated and the needle was partially withdrawn into the housing; however, the needle tip remained exposed. The guidewire was not advanced. A loop of guidewire protruded from the housing near the proximal end. The safety mechanism failure appeared to be caused by the guidewire not advancing through the needle shaft; however, inspection of the submitted photographs was insufficient to identify the cause. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include a bend in the needle shaft and blood residue bonding the guidewire to the needle shaft. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "the guidewire did not deploy correctly and the needle would not safety. The wire curled up. The clinician had access, but being that the device didn't work properly, they had to restick the patient."